Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through a medwatch report (mw5087412) "total knee (stryker product) replacement on 2017. Noticed hyper-extension. Saw the orthopedic dr. In 2019 (1.5 years after replacement) as the hyper-extension extensive causing problems walking and standing. Surgery to repair the device is scheduled for 2019."